Event description:
It was reported that the device got stuck with the guide wire. The target lesion was located in the severely calcified artery. A 10mmx2.50mm wolverine monorail cutting balloon was selected for percutaneous coronary intervention. During the procedure, the device got stuck with the guidewire. The catheter and guidewire were removed as a single unit and the procedure was completed with another of the same device. No complications were reported.